Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube lip seal, cracked reservoir tube, cracked case near a display window corner and minor scratches to the display window. The test reservoir did not stay locked in place due to the damage. (B)(4).

Event description:
The customer reported via telephone call that the reservoir tube lip was damaged and that the reservoir did not stay in. The blood glucose reading was 95 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.